Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx2 bifurcated stent graft and a (non-endologix device) cook zenith aneurysm endovascular graft. Approximately fourteen (14) days post-initial procedure, a type ia endoleak, and a type ib endoleak were identified. Reintervention was completed with the implant of an ovation ix extender. The final patient status remains unknown. The final patient status was not made available to endologix. Additional information: the clinical evaluation was done and shows reasonable evidence to suggest that a type ii endoleaks (non-device related failure) of the internal mesenteric and lumbar artery also occurred. The type ii endoleaks were discovered during a review of the operative notes.

Manufacturer narrative:
The reported event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the afx2 type ia and ib (unresolved) on the left iliac are confirmed. The additional endovascular procedure is also confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest that a type ii endoleaks (non-device related failure) of the internal mesenteric and lumbar artery also occurred. The type ii endoleaks were discovered during a review of the operative notes. The presence of type ia and ib endoleaks is closely tied to user error. In the course of the procedure, an access site pseudoaneurysm located in the left groin was detected, necessitating an additional non-vascular intervention. This intervention, however, was not in line with the recommended indications for use (i.e., off-label), since the adjunctive devices (specifically, the cook proximal extension) were incompatible with the afx2 system as indicated in the device IFU. This likely contributed to the development of the type ia endoleak. Meanwhile, the occurrence of the type ib endoleak in the left common iliac artery is highly likely to be user-related, given the reported artery diameter of 33mm, which significantly exceeds the expected range of 10-23mm. Following the procedure, the patient's condition was reported as having been discharged to sub-acute rehabilitation on the tenth day after surgery. No additional investigation of this reported event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar events/incidents. Device iteration is afx2.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2. Device remains implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx2 bifurcated stent graft and a (non-endologix device) cook zenith aneurysm endovascular graft. This procedure is outside the indications of use (off-label) due to adjunctive devices not compatible with the afx2 system per device IFU. Approximately fourteen (14) days post-initial procedure, a type ia endoleak, and a type ib endoleak were identified. In addition, patient was experiencing some leg pain. Reintervention was completed with the implant of an ovation ix extender. The final patient status remains unknown. The final patient status was not made available to endologix.